Event description:
Found during testing. According to the reporter, the device would not deliver energy with a therapy cable. There was no pt use associated with reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not deliver energy to a pt simulator. The customer replaced the therapy cable from their stock and then physio observed proper device operation through functional and performance testing. The device was returned to the customer for use and the customer retained the replaced therapy cable.